Event description:
A site representative reported that the screw on a spine clamp instrument was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the adjustment screw threads were stripped in the middle of the travel not allowing the clamp face to set. The clamp face was also slightly bent to one side. The reported event was confirmed. The most likely cause of the report was over-torquing the device during use. The device was replaced to resolve the issue.